Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified underweight, opening, crease fold and wear abrasion. A microscopic analysis was performed which identified a crease sharp in the posterior side. Based on the device analysis the final assessment is: a crease sharp in the posterior side due to a fold flaw opening. The reason for reoperation was reported to be due to an exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.